Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer became damaged during the implant procedure. The damage was described as being "loose" or "detached". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the introducer was returned without the dilator, and analyzed. Analysis indicated that the mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.